Event description:
It was reported that crosstalk was observed during the implant procedure. Programming changes were made. Patient will continue with routine follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).